Event description:
It was reported the patient underwent a femur replacement procedure on (B)(6), 2014. During the procedure, the screw thread in the drill guide fractured in the patient. The fractured fragment remains in the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. It was determined that the instrument failed due to fretting/galling of the handle threads due to prior contact with the retaining set screw. The damaged threads then caused the instrument to jam. Here are warnings in the package insert that state that this type of event can occur: care and handling of instruments section of the instructions for use state: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance. To minimize damage and risk of injury, the following should be done: inspect the instrument case and instruments for damage upon receipt and after each use and cleaning."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.